Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, first and second inflation were performed at 8atm and 10atm. However, it was noted that the balloon rupture upon third inflation at 12atm. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient condition is good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located proximal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, first and second inflation were performed at 8atm and 10atm. However, it was noted that the balloon rupture upon third inflation at 12atm. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient condition is good.